Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) and was implanted with an impella cp device for mechanical circulatory support. The catheterization revealed multi-vessel disease: heavily calcified lesions to proximal circumflex, proximal left anterior descending and distal left main arteries. The impella was successfully inserted. However, de-coupled waveforms on the automated impella controller (aic) were displayed for which repositioning was attempted. During repositioning, impella in aorta alarms appeared, and team was unable to advance the pump back across the valve. Additionally, the team noted a kink in the cannula above the inlet cage. The team was unable to remove kink and unable to remove the impella device from the sheath. A snare was inserted through femoral sheath contralaterally, and it was snared around pigtail portion of impella cp, which was then removed from peel-away sheath, while straightening kink with tension contralaterally. Another impella cp was successfully placed for the high-risk pci. There were no adverse effects to the patient as a result of this event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation has been completed. The pump was not returned for investigation. The data log showed low pump flow after the case started, accompanied by an active suction alarm. The pump was not able get proper flow on p2. According to the clinical notes, the device was found in the aorta during reposition the device. The pump was unable to advance back across the valve due to a kink in the cannula above the inlet cage. The impella was removed, and a second device was inserted without issue. The reported cannula kink failure mode was replaced with low pump flow failure mode since the data log provided evidence that low pump flow occurred during the cannula kink. The cause of the low pump flow issue was most likely kinked cannula, based on data log review and provided clinical observation. The cause of the positioning issue was most likely use related to improper technique, based on given clinical details. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26194 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 a new medical device problem code was added due to investigation results. Due to investigation results, code 2889 is not necessary and was on the initial manufacturer device report number 1220648-2025-26194.